Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported diagnostic error, "proximal pressure sensor auto zero failed". The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the reported failure. The fse also identified primary alarm failed. The fse replaced the data acquisition (daq) board to resolve the "proximal pressure sensor auto zero failed issue; the speaker was replaced to resolve the "primary alarm failed" issue.